Manufacturer narrative:
The customer complaint of corroded iui connectors was not confirmed during the investigation. The bd technical practice consultant reported that the corroded iuis for this customer were replaced during preventative maintenance. The alaris¿ system user manual (v9.19) recommends that iui connectors be inspected at every usage. The iui connectors must be replaced if any surface contaminates or blue or green deposits are visible. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the devices had corroded iuis.

Manufacturer narrative:
The customer complaint of corroded iui connectors was not confirmed during the investigation. The bd technical practice consultant reported that the corroded iuis for this customer were replaced during preventative maintenance. The alaris¿ system user manual (v9.19) recommends that iui connectors be inspected at every usage. The iui connectors must be replaced if any surface contaminates or blue or green deposits are visible. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the devices had corroded iuis.